Manufacturer narrative:
Section d4 has been corrected.

Event description:
It was reported the patient received the following results within 15 minutes: a result in the "400's mg/dl range" and 160 mg/dl.